Event description:
Customer reported having a low blood glucose event on october 9, 2023. He had a late dinner the night before and woke up low. Customer treated the low with food. Blood glucose did start to go up but customer went to the emergency room just in case and was treated with intravenous infusion and food/glucose/carbohydrate intake. Customer did not mention emergency medical service and customer was not hospitalized. Customer also reported a backlight anomaly. Smartguard was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump also passed the screen test on self test. The pump was able to adjust the brightness of the screen. And set a level from 1 to 5 or select auto to have the screen automatically adjust to the current environment. The pump was able to select backlight to adjust the timeout for the backlight on the pump screen from 15 seconds, 30 seconds, 1 minute, or 3 minutes. No back light anomaly noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 172 boluses listed on the event date 09-oct-2023 in the pimp history file. Please see the first 10 boluses below. On (B)(6) 2023 01:41:28.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2023 02:11:29.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2023 02:16:28.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2023 02:21:29.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2023 02:26:28.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2023 02:31:27.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2023 02:36:30.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2023 02:41:35.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1750 (0.175 u). Bolus amount delivered: 1750 (0.175 u). On (B)(6) 2023 02:46:33.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 02:51:35.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1750 (0.175 u). Bolus amount delivered: 1750 (0.175 u). There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended (2) alarm listed on the event date 09-oct-2023 in the pump history file. On (B)(6) 2023 19:38:02.000. Insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-oct-2023 in the pump history file. On (B)(6) 2023 11:21:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 11:31:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 13:56:30.000. Alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 14:35:28.000. Battery removed (55). On (B)(6) 2023 14:35:28.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 14:35:54.000. Battery inserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lost sensor alert (780) not confirmed. Sensor error alert (801) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Backlight anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 57 mg/dl. Troubleshooting was performed and found that the customer has treated the low blood glucose event with food, intravenous drip, hospitalization and emergency medical service. It was found that the customer was using the pump within 48 hours of the reported event and the auto-mode feature was active. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.